Event description:
Received customer mw which states "patients floor was wet near the IV pole. There were no alarms from the IV pump. We opened the IV channel and a hole was noted near the pump segment of the versasafe infusion IV tubing. New tubing and IV bag was setup". There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested , the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for evaluation.